Event description:
It was reported that the pt lost stimulation. Interrogation revealed impedances >4000 ohms on some of the bipolar pairs. Electrodes 16,17, 26, 27, 34, 35, 36, 37 were greater than 4000 ohms. Most of the electrodes were in the upper 3000 range. The pt had not experienced any trauma. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.